Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. Initial reporter ¿ the article was written by kjed soballe, bjorn thorup and inger mechlenburg.

Event description:
Information was received based on review of a journal article titled, "total hip replacement in the congenitally dislocated hip using the paavilainen technique" which aimed to examine the radiographic and clinical results following total hip arthroplasty with the paavilainen technique performed over a 10-year period using cementless mallory-head acetabular components and arcom tibial bearing components manufactured by biomet; and to investigate diagnoses post-operatively. One patient was identified in the article that underwent hip arthroplasty on an unknown date. Patient follow-up results provided indicate that the patient experienced pain and shortening of the leg at three months post-operatively. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown femoral head, unknown femoral stem, unknown mallory head cup, unknown arcom liner, all catalog#'s: ni all lot#'s: ni. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
It was reported in the journal article that one patient experienced a leg length discrepancy of 1-2 cm postoperatively. No additional patient consequences were reported.